Event description:
Medics were attempting to resuscitate a patient who was vital signs absent but the device returned "no shock advised" determinations for a displayed ventricular-fibrillation heart rhythm. Upon arrival at the scene, the medics assessed the patient as vital signs absent and were unable to determine the time of patient arrest. The medics attached the device using multi-function electrodes and initiated a patient analysis. The device returned a "no shock advised" determination. The medics initiated another analysis moments later and the device again returned a "no shock advised" determination. The medics continued to treat the patient and then initiated a third analysis of patient. The device returned a "shock advised" determination and the medics administered a 200 joule shock to the patient and converted the patient's heart-rhythm to asystole. The subsequent analysis correctly returned a "no shock advised" determination. The medics continued to treat the patient and then initiated a patient analysis. The device correctly returned a "no shock advised" determination for a displayed pulse-less electrical activity (pea) heart-rhythm. The medics then performed a one-minute session of CPR and then re-analyzed the patient. The device correctly returned a "no shock advised" determination for a pea heart-rhythm. The medics performed another sessions of CPR and then initiated an analysis of the patient. The device correctly returned a "no shock advised" determination for a pea heart-rhythm. The medics began transport and continued to treat. Minutes later the device issued a "check patient" message and the medics halted the vehicle and initiated an eighth analysis. The device correctly returned a "shock advised" determination for a displayed variable heart-rhythm. The medics then administered a 300 joule shock to the patient and converted the heart-rhythm to asystole. The subsequent patient analysis correctly returned a "no shock advised" determination. The medics resumed the transport and continued to provide treatment to the patient. Patient care was then transferred to the receiving base hospital emergency room staff. The patient subsequently expired.